Event description:
Customer reportedly received result of 15 mmol/l on the compact plus system and 7.7 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.